Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that following a gastric sleeve procedure, the doctor reported the procedure presented an effect of filtration caused by a staple failure of a product implanted two years ago. The event or product problem outcome resulted in patient disability.